Manufacturer narrative:
H11: internal complaint reference (B)(4).

Event description:
It was reported that an mdu motor was overheating. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed. No further information.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the suction regulator was loose. A functional evaluation was performed on the returned device and found the motor stalled. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the stalled motor was associated with a component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. A blade stall condition can result in increased current draw from the control unit leading to overheating. Based on this investigation, the need for corrective action is not indicated.